Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: enlw1613c124e stent graft, implanted (B)(6) 2011, enbf2516c124e stent graft, implanted (B)(6) 2011, enlw1613c82e stent graft, implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead alerted for out of range and variable impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.